Manufacturer narrative:
Device evaluation results: one level 1 hotline low flow system (hl-90) was returned for investigation in used condition. The enclosure was cracked at the water tank cover. Both covers were cracked and the heater did not pass electrical testing. The micro switch was also broken, and the line cord was worn. The customer reported product problem (device alarming reservoir low when it was full) was verified during testing. This product problem occurred because of a damaged micro switch. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The root cause of the damage to the micro switch was unknown. The faulty micro switch was replaced. The aforementioned damaged and worn components were also replaced. The device subsequently passed all the functional tests.

Event description:
It was reported that the level 1 hotline low flow system (hl-90) alarmed add water when the reservoir was full. No patient injury or complications were reported in relation to this event.